Event description:
In (B)(6) 2009, during a review of our records, discovered revision surgery was performed. Tmj device was implanted (B)(6) 2000, and removed on (B)(6) 2005.

Manufacturer narrative:
Additional information has been requested to see why the device was explanted, but has not been received at this time. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.